Event description:
It was reported that the ilet pump¿s screen was cracked and became nonresponsive after the user noticed moisture on the device and wiped it, consistent with a device fracture affecting the cover component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture problem consistent with a component-related failure of the screen cover. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.